Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The plastic located in the neck of the device is broken and cracked, exposing the wire support underneath. The device shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. A device history records review for this incident is considered unnecessary. Surgical instruments are subject to normal wear and tear throughout their life and over time may no longer perform as intended. The subject instrument has been in distribution for more than one year, likely experiencing multiple uses and worn or damaged from repeated normal use, misuse, and cleaning practices. In addition, there is no other evidence to suggest a manufacturing deficiency in this case, thus this is unlikely to be identified as a cause or contributing factor. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a drill guide handle was found to have the plastic broken. As this was noticed upon inspection, there was no patient involvement.